Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2019-05780, reference MFR. Report# 1627487-2019-05781. It was reported the patient experienced ineffective stimulation. In turn, the patient underwent surgical intervention wherein the drg system was explanted.